Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the difficulty grasping the leaflets. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents of difficult grasping from the reported lot. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use, potential complications and adverse events section as a known possible complication associated with mitraclip procedures. In this case, the tissue damage likely occurred due to the multiple grasping attempts of the leaflet; therefore, the reported patient effect was determined to be associated with procedural conditions. There is no indication of a product quality issue associated with the reported tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because during grasping with the clip delivery system a chordae rupture and leaflet damage occurred, which are considered permanent impairment to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After placement of the steerable guide catheter (sgc) and clip delivery system (cds), there was difficulty grasping the leaflets, a chordae rupture occurred, and the anterior leaflet was noted to be damaged. It was then impossible to grasp both leaflets. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. However, the procedure was aborted with mr remaining at grade 4. There was no additional information provided.